Manufacturer narrative:
Correction made in section b1 and b2.

Manufacturer narrative:
The reported complaint of tear off solex catheter was confirmed during visual inspection. A 6cm of the solex catheter was returned. The catheter's serpentine balloons were damaged and dried blood had accumulated inside the balloons. The investigation findings revealed that the catheter tear was due to inexperienced physician with zoll solex catheter. This event is a rare occurrence. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for solex catheter with lot number 85528. Based on medical safety assessment, event was serious because required intervention to remove the remaining catheter. Probably related to zoll catheter due to the fact that catheter was damaged and required intervention for removal. At the same time, event was due to use error. Re-training of the physician will be beneficial to avoid such incidence in future.

Event description:
During ivtm therapy, a (B)(6) years old female was hospitalized for subarachnoid hemorrhage with vasospasm, hypothermia. Smooth insertion of the solex 7 catheter (ln 85528) through the patient's right subclavian vein, no multiple attempts. During removal of solex 7 catheter, the physician encountered a resistance after 10 cm out. The physician claimed that the balloons were deflated with the syringe provided by zoll, and under ultrasound-safe control operation, the physician continued removing the catheter again. After overcoming a resistance, the physician noticed that serpentine balloon had tear off and it remains approx. 10 cm inside the patient. The ivtm therapy dwell time was five days. Interventional angiography was performed to remove the remaining catheter from the patient to prevent serious injury. The patient was critically ill but stable and ivtm therapy discontinued. Zoll has learned based on the additional information obtained from customer that the physician was not experienced with solex catheter and was only instructed. In addition, a cv catheter was also placed appr. 2-3cm distal from the solex catheter and no sheath were used on both catheter.